Manufacturer narrative:
According to the customer, the customer had lipoma in both her armpits and had a dressing applied for both armpits. Back in january both her armpits started itching severely and when she removed the dressing it removed some of her skin. She went to urgent care where the cleaned her armpits, gave her IV benadryl and gave her a prescription for oral benadryl. There were rashes under her armpits as well as well as her left shoulder and left breast since part of the dressing covered those areas. She is doing ok now. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the customer had lipoma in both her armpits and had a dressing applied for both armpits. Back in (B)(6) both her armpits started itching severely and when she removed the dressing it removed some of her skin.